Event description:
Boston scientific neurovascular became aware that during an event the physician pushed the first coil through the subject device into the aneurysm and pulled it back, it was too small. The next coils could not be pushed through the microcatheter because of high resistance. After removal of the subject device, a fissure or hole was observed at approximately 6 cm distally from the tip. No complications were reported to have occurred with the patient as a result of this event.